Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed.analysis of the device memory indicated right ventricular undersensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right ventricular (rv) lead the patient experience loss of consciousness. Review of additional data indicated the rv lead exhibited undersensing. The rv lead settings were re-programmed and the lead remains in use. No further patient complications have been reported as a result of this event.